Event description:
A customer observed negatively biased phenytoin results for a single quality control sample tested on a vitros 250 analyzer. Pt samples were not being tested at the time of the event. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on pt samples. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event concludes that a negatively biased phenytoin result occurred on a quality control sample. The ocd field engineer serviced the instrument, replacing multiple components, including the sample metering pump, immunorate metering pump, and incubator wear pads. Following service, the instrument was returned to expected operation. The root cause of the event was instrument related.